Manufacturer narrative:
Product ID 3095-10, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension, product ID 3093-28, lot# v009092, serial#, implanted: explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received a new internal neurostimulator (ins) implant in 2007. The patient stated that the ins 'ended up coming out through the skin.' The patient further stated that the health care professional 'informed him that it was placed over a pressure point, causing the ins to break through the skin.' It was noted that the patient had the device explanted. It was further noted that the physician did not implant another device for bladder control.